Event description:
Related manufacturer report number 3006705815-2022-16014. It was reported that the patient's ipg was unable to go into MRI mode. It was found that the leads had low impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-17094. Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was explanted and replaced, resolving the issue.